Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly. The instruction manual warns users: "visually inspect the sheath's ceramic insulation at the distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock, or similar stress can result in damage of the ceramic insulation at the sheath's distal end. Damaged instruments can cause injuries of the patient and/or user. Do not use the instrument if damaged. Cross reference with MFR report#: (B)(4).

Event description:
Olympus was informed that during an unspecified procedure, the inner and outer sheaths broke apart while in use. It was reported that both sheaths were bent and the ceramic tip on the inner sheath was severed (broke) completely off. It is unknown if any device fragments fell into the patient. The devices were replaced and the intended procedure was completed. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event, but with no results. This is one of two reports.